Manufacturer narrative:
Investigation summary: bd received 6 photos for investigation. The evaluations of the photographs conveyed evidence of dirt on the wing of the pbbcs and damaged blister pack. Empty blister packs could not be observed from the photos. Additionally, 50 retained samples were visually inspected for empty or damaged pouches and for foreign matter(dirt). No issues were observed with the retention samples inspected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: empty/missing. This complaint has been confirmed for the indicated failure modes: damaged and foreign matter. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® push button blood collection set, six (6) units exhibited black foreign matter on the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D2b: additional medical device type: fpa. E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® push button blood collection set, six (6) units exhibited black foreign matter on the device. No adverse impact was reported regarding the patient or user.